Event description:
Related to MFR report # 2183959-2012-02877, 02879. It was reported that on or about (B)(6) 2010, elevate anterior graft implanted with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the attorney for the plaintiff that as a result of the implant, the plaintiff has suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, mesh erosion, hardening, worsening dyspareunia, recurring incontinence, permanent injury, significant mental and physical pain and suffering, and other injures. It was also reported that on or about (B)(6) 2012, the plaintiff had an additional surgical procedure to revise the implanted mesh products.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.